Event description:
The customer reported that while in pt use, the ventilator alarmed audibly and visually "check o2 cal message" in the window. The pt was removed from the ventilator and placed on another ventilator, no pt harm.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and replaced the o2 blender to fix the reported issue. The ventilator operates according to specifications.